Manufacturer narrative:
Event 2: this report has been identified as event 2 of b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 2: as reported by the user facility: while treating a patient for a pulmonary embolism, the stopper of the 100mg activase vial fell into the vial, causing a twenty minute delay in treatment.

Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). No samples were returned for evaluation. Photos were provided. The returned photos were inspected and no visual defects were noted. Retained units for batch 0061640199 were evaluated per specification and no defects were noted. In an attempt to replicate the reported event, the dispensing pin was spiked on a glass vial, and flow was observed. The dispensing pin was then removed and the stopper remained intact. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. A review of the batch history records was also performed and no non-conformances or deviations were noted. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.